Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 30 mg/dl at the time of the incident. The customer was driving at the time of the incident and hit a light pole and drove a mile while unconscious. The customer was at 180 mg/dl at the time of discharge. The customer used cake to treat before the incident. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The customer believes the pump over delivered. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis. The pump passed functional testing.